Manufacturer narrative:
The insulin pump was received with no unexpected no delivery or motor error alarms noted; and the motor was tested outside the device and passed. The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners, display window, battery tube thread and with minor scratched display window.

Event description:
It was reported that the customer had a motor error alarm during bolus delivery on the insulin pump. The customer's blood glucose level was 140 mg/dl. The troubleshooting was performed. The customer was advised the false motor error alarm may be cause by viewing the sensor glucose graph while the insulin pump is delivering a bolus. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.